Manufacturer narrative:
According to informations contained on guarantee form, the dentist do not have information about the lot number. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 3 months after the dental implant was installed in intraoral region 26#, its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type I.